Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 38 motor stall alarms with high glucose after multiple supply changes, and the user required several complete supply changes and ultimately returned to range when the occlusion alarms ceased; bent needles were observed on at least two connect adapters, and the event was managed with restart attempts and guidance to use backup therapy if needed. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with stalled motor alerts and bent connector needles, indicating a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.